Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 300 mg/dl. This was the second occurrence of replace battery now alarm. The customer stated that the insulin pump had power error. Troubleshooting was performed for replace battery now alarm and declined by the customer for power error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarm noted during testing. Device functioning properly. However, corroded battery tube and corroded battery cap contact noted during visual inspection.